Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that  in 2013 the patient got a pain stimulator (confirmed with a different company) and when they turned their new bladder stimulator on at that time "it knocked me right off my feet" so patient got the pain stimulator taken out. Patient clarified they had a sudden surge in stimulation with their bladder stimulator. Patient reported due to this "there's a lot of nerve damage there that causes things to not go the direction they think they're going." Patient stated they were told there was supposed to be 8 inches in between their pain stimulator and their bladder stimulator and patient reported there was not 8 inches in between. Patient also reported when they took out the pain stimulator they "ended up nicking the new bladder stimulator" and patient stated they had to have another bladder stimulator implanted. The sudden surge of stimulation as reported above first occurred "probably in (B)(6)" of 2013 (confirmed year as 2013). Patient stated their implant was nicked in 2013 "around (B)(6) or so" but stated they did not realize it until later that that was what the problem was so patient did not get a new implant until (B)(6) of 2014. Please note, agent had a difficult time following throughout the call and made best attempt to collect all event information. Documented reported event. No further action was taken by patient services.